Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have a blank display. Their blood glucose is 127 mg/dl. During troubleshooting, the customer was advised to remove the battery for 2 hours, monitor blood glucose, resume injections and to call back if blank display resumed. The customer called back and said that blank display did resume. The insulin pump is not being returned for analysis.